Event description:
It was reported that the user could not fit the cartridge into the ilet pump during a supply change, which was resolved after rewinding the pump and completing the supply change steps with guidance, indicating a use-of-device problem related to the supply change process. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue associated to user interaction during the cartridge insertion process; a specific component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.